Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting a couple days ago the pt thought they were having a problem with their programmer. Sometimes they could feel the stimulation and then it would disappear. Right now it did not seem like it worked and the patient could feel a lot of pain. Patient was not able to increase their stimulation because they got the message therapy increase not available. Patient could turn their stimulation down but they did not feel it. Every now and then the patient would feel a zap of stimulation and it would last for a while and then go away. Pt could use group a but they could not do anything on group f. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.